Event description:
Infections and paralysis; my husband fell on the ice in our yard and broke his hip (B)(6) 2016, he developed avascular necrosis and had hip replacement (B)(6) 2016. He paced back and forth to the bathroom on the night of (B)(6) 2016 trying to urinate and was unable to, he was in severe pain by morning so we called an ambulance around 4:30 on the morning of (B)(6) 2016. When we arrived at the (B)(6) healthcare in (B)(6) my husband commented that his legs were going numb and that would be the last time he moved. He was paralyzed from his nipple line down. He was transferred to (B)(6) in (B)(6). He was transferred to (B)(6) rehab in (B)(6) once he was feeling better and his zimmer hip fell apart inside his body while he was there. He fought infection after infection. Eventually (B)(6) removed the hip from his body since it wasn't going to make or help him walk. Zimmer took the hip to evaluate it and stated to the ortho doctor that they had never seen one fall apart like that before. My husband wanted his hip back and I now have it at home with me. He fought infection after infection and spent more times in the hospitals than he did at home until he passed away (B)(6) 2018. FDA safety report ID # (B)(4).